Event description:
During tonsil and adenoid procedure, a "spark" was observed while using the tonsil tip on the right tonsil. The tip was not touching tissue. There was no patient impact.

Manufacturer narrative:
During a tonsillectomy, while the surgeon was removing the right tonsil, it was reported that a "spark" was seen on the tonsil tip. The tip was not touching tissue at the time. A non-cuffed tube was in use during surgery. There was no patient injury. The device was returned for evaluation. Once the investigation has been completed, a follow-up report will be filed.